Event description:
It was reported that during a surgical procedure, the rover's smoke evacuator turned off during use. Backup equipment was used to complete the procedure, without causing delay. There was no report of any pt or user exposure to surgical plume. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A MFR field service tech was dispatched to the user facility to evaluate the device. The technician discovered the rover was missing the smoke evacuator ulpa filter that was used during this procedure. It was reported that the user facility discarded the filter, so an eval was not possible. The tech inserted a new filter into the rover and the unit met all functional specs. It is suspected that the filter may have been clogged, which may have resulted in the smoke evacuator turning off. The instructions for use instructs the user to ensure the smoke evacuator filter is operational before surgical collection. The rover was returned to use.